Event description:
It was reported that the insulin pump was depleting batteries in less than a week. The customer was using the correct type of batteries. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a problem isolated to the mother board.